Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue is likely the result of physical and or chemical stress on the insertion section during user handling/mishandling or a poor storage environment. The event can be detected by following the instructions for use (IFU) which states: 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a scope had hydrophilic coating peeling off. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: a wrinkle in the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.